Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the light guide cable not being properly secured/connected to the light source could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image produced by her olympus evis exera iii video system center was either too bright or too dark during a procedure. According to the initial reporter, this event caused a delay in procedure, but no patient harm. Reportedly, after approximately 20-30 minutes, the intended procedure was completed using the subject device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report her event. During the call, tac recommended several trouble-shooting options. The customer checked the cabling and the light guide cable was not properly secured to the light source. After connecting the cable, the issue was resolved.